Event description:
Information received by medtronic indicated that the customer had a high blood glucose reading and a low blood glucose reading. No further information reported regarding the high blood glucose. The low blood glucose reading was 42mg/dl and the customer's blood glucose at the time of the call was 235mg/dl. It was reported that the customer stopped wearing the transmitter due to false readings and was expecting a new one. The customer reported not being able to walk correctly and going crazy in her words and that she was only going by finger sticks. It was reported that the customer hadn't followed up on the expectant transmitter due to not feeling well, however, was following up due to not feeling the low incident. Leading up to the incident, the customer reported falling and not feeling well and treated with glucose tabs and food. It was reported that the customer experienced low blood glucose for what felt like 5 minutes. Symptoms that were reported included anxiety, mental confusion, inability to follow simple commands, weakness, fatigue, emotional, angry and disoriented. It was unknown if automode feature was being used at the time of the incident. The customer declined troubleshooting. The customer will continue use of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.